Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/08/2015. The fse found that tubing through pinch valve vl12a was worn and was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a blue leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.